Event description:
It was reported that a deep brain stimulation (dbs) patient visited the emergency room due to a severe headache. It could not be confirmed whether the headache was caused by the device or stimulation. The patient experienced pain and discomfort intense enough to seek emergency treatment. The system was turned off, and both a computed tomography (CT) scan and x-rays were performed; however, the results are currently unavailable. The patient later saw a movement disorder specialist for reprogramming. Therapy is now active, and the headache has resolved.